Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model pcb00, was performed on the right eye of a male patient because the wrong lens size was used. The same model lens was used as a replacement lens. There was no incision enlargement or patient injury. No additional information was provided.

Manufacturer narrative:
Visual inspection was not performed as the pcb00 unit has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. The miq (measurement iol quality) inspection documentation was reviewed since is directly related with the claim reported. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, showed that the result was within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, complaint historical search, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.